Event description:
It was reported that bd conventional needles was clogged and released with pressure spraying the nurse in the face. The following information was provided by the initial reporter, translated from french to english: date of occurrence: 04/26/2024. Summary of circumstances: - attempted antibiotic transfer (tazocillin). - impossible to sample, trocar seems blocked. - the ide receives the entire syringe of tazocillin in the face, even though light pressure had been applied. Clinical consequences : -projection of medication on caregivers. Nurse's eyes washed with sterile water, rest of face washed with tap water. -delay in care. Has there been an impact on the patient (serious injury, medical intervention, change in treatment needed)? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 240212. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) packaged sample was returned for evaluation by our quality team. Upon inspection of the sample, it was identified that the product was a non-bd needle. The returned needle was identified as a sterican b. Braun needle based on the packaging information. Based on the production history review and the lack of an affected bd sample, we were unable to identify a cause for this incident. If further clarification is possible or a bd sample, additional findings may be available. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
23-jul-2024 complaint (B)(4) was indeed related to the bd needle. We apologize for the inconvenience. No, the device in question is no longer available for investigation.

Manufacturer narrative:
Correction: b. Adverse type changed to product problem. This event does not meet the definition for serious injury because only basic eye wash station precautions were performed, and no medical treatment was reported.

Event description:
No additional information.